Manufacturer narrative:
Due to character limit in the e1 section initial reporter name, the full initial reporter name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that prior to use, the cardiosave intra aortic balloon pump`s touchscreen was not responding and has battery related malfunction. There was no patient involvement and no injury.

Event description:
N/a

Manufacturer narrative:
Corrected fields: e1-initial reporter name. Updated fields: b4, d9, e1-event site email, e2, e3, g1-contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit but the customer states that battery issue and touch screen failure were unable to be reproduced and requested cancellation of service request. Completed validation successfully. Product passed all functional and safety tests per manufacturer specifications.